Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization "a few years ago" around the time he first started using his insulin pump due to low blood glucose readings; also mentioned problems with the reservoirs. The customer's blood glucose reading was 30 mg/dl. The customer stated he was unsure of the cause of the lows, but did mention he may have taken too much insulin. The customer was wearing the device at the time of admission and said the hospital had run tests on him. No further details were provided and nothing was replaced or returned for analysis.